Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire of the guidewire was observed to be broken, the coiled wire was found to be unraveled, and the distal end of the guidewire was observed to be knotted. A microscopic observation revealed the coils of the knotted section of the guidewire were disjointed and kinked. The coiled wire was observed to be severely unraveled just proximal to the knot, but not broken. The weld tip was observed to be present and intact and the coiled wire distal to the knot was observed to not be unraveled. The break site of the core wire was observed to be tapered and flat with a granular surface texture, which indicates tensile failure caused by excessive pulling force. The knot in the distal end of the returned guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance within the vessel. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during a procedure the guide wire came off and unravelled. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1427 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that during a procedure the guide wire came off and unravelled. No patient injury was reported.